Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out then displayed a "defib disabled" and "system fault 36" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the main housing, printer tray, a displaced ECG shield consistent with mis-handling. The displaced shield likely caused fuse fails, due to the device being dropped. The analog board and digital board were replaced to resolve the reported issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.